Manufacturer narrative:
Batch review performed on 21 february 2020: lot 179664: (B)(4) items manufactured and released on 13-mar-2018. Expiration date: 2023-20-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar event reported. Clinical evaluation performed by medical affairs manager: secondary patella resurfacing performed 1 year and 8 months after primary cemented total knee arthroplasty due to pain in a (B)(6) year old heavy ((B)(6) kg) man. This may be caused by intervened arthritis of the patello-femoral joint. During this operation, as customary, the tibial insert has been changed to a new one, but no problem or defect originated this replacement. Preliminary investigation performed by r&d knee manager: revision surgery after 1 year and 8 months after primary cemented total knee arthroplasty due to pain. Patella resurfacing and poly swap have been performed in revision procedure. No defects or alterations can be noted on the explanted tibial insert. There is no element to suspect that the event is related to a faulty device

Event description:
About 1 year and 8 months after primary the surgeon revised the patient knee for suspected patella mal-tracking. The patient experienced pain, stiffness, swelling and a clicking noise in the left knee. During surgery there were no signs of infection. The surgeon performed a patella resurfacing and liner swap.